Event description:
It was reported that the patient experienced 3 seizures post-trial implant and was transferred to the emergency room. It was noted that the patient has a history of tbi as well as seizures. The patient completed their trial and removed the system, but the seizures continued.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.